Event description:
Customer reported that pt inadvertently pulled out the venous line while tossing and turning during treatment. Blood loss was approx 300cc. Extra saline was given as replacement. No other medical intervention was required. Pt was fine leaving the clinic.